Event description:
It was reported that during a follow-up check, device interrogation noted lead noise. It was suggested to continue to monitor the lead noise. The patient was stable with no adverse health consequences.

Event description:
New information received indicated that oversensing of noise was observed on the right ventricular (rv) lead. Programming changes were made, and no further noise was noted. There were no adverse health consequences, the patient was stable.